Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed "pacer fault 116" and "pace disabled" massages. Also displayed "defib disabled" and "defib fault 72" when attempting to charge. There was no pt involvement during the reported malfunction.